Event description:
The event is reported as: clips do not close properly. No injuries reported.

Manufacturer narrative:
Sample not received at time of this report. Investigation incomplete. A follow-up investigation report will be sent when completed.